Manufacturer narrative:
Submit date: 11/9/2016. An investigation is currently under way; upon completion the results will be forwarded. Follow up attempts were made (B)(6) with no response. The customer reported multiple incidents, but specific details and lots have not been provided. This complaint will be filed as one report and if additional information and if individual lots are reported, additional reports will be generated.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports we have had many incidents where the light handles have split and I have one here this morning.

Manufacturer narrative:
The report was initially filed incorrectly against covidien, manufacturing (B)(4) and should have been filed under plant: covidien, (B)(4).